Manufacturer narrative:
Follow-up #1: date of submission 03/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2016 with the following findings: a review of the black box showed an unexplained power interruption from (B)(6) 2016 at 2:10pm to (B)(6) 2016 at 12:10am. Visual inspection revealed that the battery compartment was undamaged. The battery cap was not returned with the pump for investigation; a test battery cap was able to fit securely and maintain electrical connection. The test cap was used to complete investigation. The pump powered on normally and successfully completed ez-prime steps. The pump was exercised for 24 hours with no power interruptions and no errors, alarms, or warnings occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.